Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient parent stated that patient experienced a rash that itched and subsequently developed scar tissue. The patient¿s parent stated the scar tissue was described as white, hard tissue that resembles a scar from a laceration. The patient had scar tissue on both arms from where sensors had previously been inserted. The patient was evaluated by an hcp who recommended topical lotion and cream. Since the patient started using hydrocolloid barriers, the reactions have not been as severe. At the time of report, the patient was in stable condition. No additional patient or event information is available.